Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, a6, b5, b6, b7, h6.

Event description:
"IV antibiotics" given to treat the event after explant.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of patient/device incompatibility, foreign body reaction and post-operative wound infection are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient/device incompatibility, foreign body reaction and post-operative wound infection.

Event description:
Healthcare professional reported "implant exposure". Later healthcare professional reported "patient's skin was "too tight" around the implant so it didn't heal well". Later healthcare professional reported an e. Coli wound infection. This record is for the left side. The device was explanted.